Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and hv therapy for a fib with rvr rhythm. Upon review of the egms, the episodes were being diagnosed as vt and svt. Programming changes were recommended. No further information is available.